Manufacturer narrative:
The insulin pump received with no act and down button response due to flattened button dome switches. Unable to perform rewind and basic occlusion, occlusion, prime, and the excessive no delivery and displacement tests due to no act and down button response. The device received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 227 mg/dl. Customer stated that the act and down buttons are not responding after pressing them multiple times. Troubleshooting was not performed because the customer declined. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. The device was returned for analysis.